Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a polarity switch. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted all electrical testing was within specified parameters. Visual analysis showed the guide tooth was damaged and blood in sleevehead. After soaking to soften the blood , the helix won't to extend, and this damaged is likely contributed to the complaint reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right atrial (ra) lead dislodged. A lead polarity switch was triggered with out of range (oor) high impedance observed and high thresholds. Noise/ oversensing was observed when the patient moved their arm. During the lead repositioning, the lead appeared to be functioning through the analyzer with the impedance on the high side and when connected to the device several instances of oversensing/noise was seen on electrograms (egm). The lead was removed and replaced. No patient complications have been reported as a result of this event.